Event description:
The customer alleged they received questionably high creatinine plus ver.2 (creap) results on their c702 analyzer for two patients. The first patient had an initial creap result of 232 umol/l. On (B)(6) 2012, the repeat result was 71 umol/l. It is unknown if the results came from the same sample or were reported outside the laboratory. It is unknown if the patient was adversely affected. On (B)(6) 2012, the second patient's initial creap result was 210 umol/l which was reported outside the laboratory. On (B)(6) 2012, the patient's result was 97 umol/l. It is unclear if the initial and repeat results were from the same sample. The patient's other laboratory results were normal, only the creap result was discrepant. The patient was treated based on the discrepant result. It is unknown what treatment was administered or if the patient was adversely affected by this treatment. The patient was healthy after this event. Additional information has been requested from the customer for the unknown and unclear information. The creap reagent lot number was 661358 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in the (B)(6).

Manufacturer narrative:
No root cause was determined as no data was provided by the customer.

Manufacturer narrative:
Additional information was provided by the customer. The second results for both patients came from new blood draws, and were not repeat results from the initial samples. The treatment for both patients was an extra consultation and a new blood draw. Neither patient was harmed by this event. After both patients' second results were within the reference range, both patients were discharged from the hospital.